Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hyperglycemia with a reported blood glucose (bg) of 400 mg/dl. Emergency medical services were called, and the user was transported by ambulance to the hospital, where they were admitted and treated with insulin injections and intravenous therapy. The user was discharged on (B)(6) 2025. No long-term effects were reported.